Event description:
Rptr indicated a pt underwent vns lead generator revision surgery due to a lead discontinuity. F/u with the rptr revealed the pt had no known trauma and did not manipulate the vns. X-rays reviewed by the rptr identified a frank lead break. The explanted lead and generator were discarded by the hosp.

Manufacturer narrative:
Eevice failure occurred, but did not cause or contribute to a death or serious injury.